Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of dry eye three months post bilateral lasik. Patient has been using artificial tear drops. There are two medical device reports associated with this event. This report references the right eye. Additional information has been requested.